Manufacturer narrative:
Thv/tvt registry. The investigation is ongoing.

Event description:
As reported by implant patient registry, 14 days post implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, the patient expired. Per the medical records, while advancing the esheath, there was moderate insertion difficulty and an additional dilation was required. The valve was successfully placed and trace pvl was observed. Upon removal of the esheath, a pressure device was applied for additional bleeding observed after the closure devices were in place. The patient was transferred to the ICU in stable condition. On post-operative day (pod) 1, the patient became unstable and the h/h dropped. CT revealed a retroperitoneal bleed on the access side which was emergently stented. Despite this, the patient continued to decline, remained intubated and went into acute renal failure for which hemodialysis was started. Per the family¿s wishes, withdrawal of care was initiated, the patient was extubated and expired on pod 14. The cause of death was listed as renal failure and cardiovascular disease.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. No applicable imagery was provided for review. DHR and lot history review were unable to be performed as no device lot number was provided. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the training manual, edwards esheath introducer set: the 14fr sheath is to be used with a minimum vessel diameter of 5.5 mm. Vessel dilation: if necessary, appropriately dilate the vessel by inserting the dilator past the aortic bifurcation. A second dilator may or may not be included with the system for vessel dilation. If the same dilator is used for vessel dilation and sheath insertion, check to ensure dilator has been damaged before inserting into sheath. Sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator already to occlude the vessel if required. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be ready in every case. Consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. Note: surgical cutdown and repair are recommended for the first few cases. Percutaneous access and closure my be considered by experienced users. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A retroperitoneal bleed/ hemorrhage is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. The most likely mechanism is puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. However, it has also been shown that the adoption of a common femoral artery puncture site does not necessarily prevent the development of a retroperitoneal hematoma. In addition, inadvertent trauma or perforation of the inferior epigastric artery can also lead to the formation of retroperitoneal hematoma. The source and possible contributing factors for the retroperitoneal bleeding could not be determined with the available information. The complaint for ¿sheath shaft ¿ insertion difficulty - in patient¿ was unable to be confirmed. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As no patient or procedural imagery was provided a definite root cause is unable to be determined at this point. However, as mentioned in the medical records ¿14f esheath advanced it into the abdominal aorta. We had moderate difficulty and required another dilation with a 16f dilator¿. According to the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As such, it is possible that the dilation with a 16fr introducer may have been an indication multiple factors such as small mld or calcification found within the patient¿s access vessels. This may have then resulted in the reported sheath shaft insertion difficulties into the patient. Due to the lack of imagery/patient information the reported event of ¿sheath shaft ¿ insertion difficulty - into patient¿ is unable to be determined at this time. The complaint for ¿sheath shaft ¿ insertion difficulty - in patient¿ was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.